Event description:
During an esophageal cancer resection, the device alarmed during the procedure. The generator emitted an error code 5 and a solid tone was heard. Used electrosurgery device to finish the procedure. There was no reported pt consequence and 1 device is being returned.